Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the configuration error in devices regarding patient status. A technical support specialist (tss) verified that messages were received through the carefusion coordination engine (cce) interface and confirmed processing with integration as needed. Tss dialed into the server, accessed sql server management studio (ssms), and ran queries to review queued messages, processing status, and the last received message timestamp. Server activity confirmed receipt of a register message, followed by a pending admit message, which set the patient status to preadmitted and displayed as such on the server webpage. Review identified that the devices were not configured to display preadmitted patients. To resolve the issue, tss advised updating admit status message from epic or enabling the show preadmission option on the device was required. Later customer confirmed that this was user error regarding the patient status. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not crossing over to pyxis. The patient was visible in epic but was not transferring to pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.